Event description:
It was reported that the customer dropped the pump on the floor. Subsequently, the touch screen was cracked and unresponsive. Blood glucose was 320 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.